Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was hospitalized for five days for the peritonitis event (previously reported as seven days). The patient was treated with vancomycin (intraperitoneal, dose, frequency and duration not reported) for peritonitis. At the time of this report, peritoneal dialysis therapy had been discontinued and the patient was on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination on the transfer set. The patient was hospitalized for an abdominal infection and later developed peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with gentamycin (intraperitoneally (ip), dose, frequency and duration not reported) and ancef (ip, dose, frequency and duration not reported). The patient was discharged from the hospital after seven days. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. The patient has not yet been trained on proper aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Event date: the patient developed peritonitis on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.